Event description:
Consumer alleges to have suffered an eye infection related to her use of renu moisture loc. The problem occurred 3 weeks ago, and the ophthalmologist identified the eye problem as an eye ulcer. Consumer no longer had the box where the upc is written.